Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Associated product:- item 0059620421 _ articular surface with insert and locking screw use with lps/lps-flex 51or 52 suffix femoralssize gh 17 mm height _ batch : 62920054; item 4020830401_ refobacin plus bone cement _batch ag10dl0103. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that a patient underwent a knee arthroplasty. Patient was revised due to infection 4 years after the initial surgery.

Manufacturer narrative:
(B)(4). This follow-up is to relay additional information. D10 : associated item number 4020830401 refobacin plus bone cement 40 lot # ag10dl0103. Associated item number 00596204217 articular surface lot # 62920054. X-rays shows the prosthesis implanted in the knee and review assessed that implant placement was well performed. So the most probable cause of a revision could not be related to implant placement, but indeed to infection. A complaint extract was done regarding revision due to infection: 1 complaint (1 product), this one included, has been recorded on optivac m, reference 4160, from 01 jan 2018 to 10 jan 2022. 1 complaint (1 product), this one included, has been recorded on optivac m, reference 4160, batch 0001188673. According to available data, root cause of the event was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a knee arthroplasty. Patient was revised due to infection 4 years after the initial surgery.